Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing a side to side misalignment of the grips. There was a .039 offset at the tip indicating overloading. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, the teeth would not close on the pk dissecting forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.